Manufacturer narrative:
(B) (4): the pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is completed.

Event description:
It was reported that the pt had increased pain and several motor stalls were indicated. A rotor study and catheter dye study were done and both results were stated as being "ok". Two months later, the device was replaced. The pt recovered without sequela. The medication being delivered via the device system was fentanyl.